Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had a possible infection, it was unclear if the infection was due to the recent ipg replacement. The patient was hospitalized and was septic. Surgical intervention took place where the entire system was explanted to address the issue. There were no complications during the procedure, but the patient still has an infection. Intervention may take place to address the issue.